Manufacturer narrative:
H6 adverse event problem codes - update to include investigation and results. A review of manufacturing records verified that the lot involved in this complaint met all pre-release specifications. The device remains implanted; therefore, was not available for analysis. No images enabling direct assessment of product performance were returned for evaluation. The gore® viabahn® vbx balloon expandable endoprosthesis IFU was reviewed and the following statement was found to be applicable: complications and adverse events can occur when using any endovascular device. These complications include, but are not limited to: stenosis, thrombosis or occlusion.

Event description:
A study alert from the pivotal aaa 17-01 (tambe) clinical study was received: on (B)(6) 2021, a male patient underwent endovascular repair of a thoracoabdominal aortic aneurysm where several gore® viabahn® vbx balloon expandable endoprosthesis (vbx device(s)) were implanted as side branch devices. The vbx devices were implanted in superior mesenteric artery (sma), celiac artery, left and right renal arteries. On (B)(6) 2024, the vbx device in the left renal artery had distal edge stenosis. On (B)(6) 2025, balloon angioplasty and implantation of a reduced profile vbx device was performed on the stenosed vbx device in the left renal artery. It was reported the issue was resolved.

Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6 - code b20: the devices remain implanted and images were not provided. Therefore, direct product analysis is not possible. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.